Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an unspecified flexiva laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis versapulse powersuite laser console with laser settings of 80 joules and 100 hertz. According to the complainant, at the end of the procedure, when the or technician was removing the laser fiber, the connector was noted to be hot. It partially melted the tip of the glove. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed using the original device. There were no patient complications reported as a result of this event.